Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2016 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition.

Event description:
It was reported that the implantable pulse generator (ipg) device triggered elective replacement indicator (eri) falsely due to a me asurement lockup condition. The device cleared the eri trigger on its own and remains in use. No patient complications have been reported as a result of this event.